Event description:
It was reported that the patient had an allergic reaction to the dmso and went into cardiac arrest for approximately 20 seconds. No complications were reported with the patient as a resulted of the event.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation, as it was consumed in the event.